Event description:
Customer to report "air/set installation" for this device. Potentially an issue with the air in line. Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device log history was reviewed and multiple air alarms were found in the log file, therefore the reported event is confirmed. The reported device was not sent to france for investigation as repairs were carried out locally by (B)(6). During checking, it was found the pm was overdue. The ocs test was performed but it failed. The air in line sensor was found inoperative, therefore it was replaced and calibrated. The pump was then cleaned, post service tested and released for use. The replaced air in line sensor was returned to brézins for investigation. Upon visual inspection, the investigator found oxidation of the ceramic, despite this he checked the detector with the us volumat tester to verify the complaint. He started with maintenance test 14 to read the detector value and he found that the tube value with water was out of tolerance, at 397mv and 380 mv after around 2 hour run-in. He observed that the ceramic values of the detector between manufacture and now have drifted below the required level. At this value, the pump would have triggered random alarms that prevented it from operating and could not even be recalibrated. Therefore, the reported failure is confirmed and the root cause is due to a drift of the ultrasonic sensors probably caused by a weakness in their bonding. A CAPA is adressing this issue and corrective action have been implemented since the manufacturing of the reported device. This complaint is considered as valid. The trend is abnormal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.